Event description:
It was reported via facility medwatch (B)(4) that tip detachment occurred. The target lesion was located in the right coronary artery (rca). A 185cm pt²¿ guide wire was advanced and engaged in the target lesion. However, it was noted that the tip of the guide wire broke off. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).